Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shocking impedance measurements on the right ventricular (rv) lead, measuring greater than 125 ohms. The physician noted a gradual rise in the shock impedance measurements and suspected calcification around the lead coil. Boston scientific technical services (ts) provided troubleshooting options. This ICD system remains in service. No adverse patient effects were reported.